Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that when reaming the medullary canal the instrument broke on two parts preventing the completion of the procedure. No additional information has been provided at this time.

Event description:
Additional information was received that the procedure was completed using other hospital owned reamers.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned instrument has been performed and confirmed the break below the laser markings. Based on the information received and the type of breakage observed, it has been determined the reported breakage was likely caused by normal age, wear and tear..